Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received a questionable troponin t hs result for one patient sample from the cobas e 801 module. The initial result was 81.4 ng/l and was released to the clinician. The patient history showed the result from the previous day was 18 ng/l, so the laboratory decided to repeat the sample on the same instrument. The repeat result was 316 ng/l. The repeat result from a separate instrument was 78.1 ng/l. The second repeat result from the original instrument was 79.1 ng/l. There was no allegation of an adverse event. The reagent lot number was 370695 with an expiration date of 30-mar-2020.